Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) delivered several anti-tachycardia pacing (atp) and electric shocks, which was suspected to be inappropriate therapy. The crt-d remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) delivered several anti-tachycardia pacing (atp) and electric shocks, which was suspected to be inappropriate therapy. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.